Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the quick coupling device came apart into two pieces. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. It was reported that the patient's post-surgical status was excellent and the surgical procedure was completed successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.